Event description:
The account alleged that the power cord ground will not pass the electrical safety check. No injury reported.

Manufacturer narrative:
Three attempts have been made to resolve this contact. No further information is available on the repair of the bed at this time.